Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 6 years and 2 months following the implant of a transcatheter valve, the patient presented with dyspnea. An echocardiogram was performed that revealed a mean gradient of 50 millimeters of mercury (mm hg) and pressure gradient of 80 mm hg. A computed tomography (CT) scan was performed that revealed possible thrombus/pannus inside the valve frame, and the patient was sized for a valve-in-valve procedure. Additional information was received to report the valve was implanted in the patient's native annulus. Additionally, possible leaflet thickening was noted.

Event description:
It was reported that approximately 6 years and 2 months following the implant of a transcatheter valve, the patient presented with dyspnea. An echocardiogram was performed that revealed a mean gradient of 50 millimeters of mercury (mm hg) and pressure gradient of 80 mm hg. A computed tomography (CT) scan was performed that revealed possible thrombus/pannus inside the valve frame, and the patient was sized for a valve-in-valve procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 6 years and 2 months following the implant of a transcatheter valve, the patient presented with dyspnea. An echocardiogram was performed that revealed a mean gradient of 50 millimeters of mercury (mm hg) and pressure gradient of 80 mm hg. A computed tomography (CT) scan was performed that revealed possible thrombus/pannus inside the valve frame, and the patient was sized for a valve-in-valve procedure. Additional information was received to report the valve was implanted in the patient's native annulus. Additionally, possible leaflet thickening was noted. Additional information was received that prior to the implant of the valve, the patient's mean gradient was 56 millimeters of mercury (mm hg). After the implant of the valve, the mean gradient was 13 millimeters of mercury (mm hg). The valve was implanted at a depth of 8.5 millimeters (mm) on the left coronary cusp (lcc), and 10-12 mm on the non-coronary cusp (ncc). The thrombus/pannus observed on the CT scan was not confirmed. It was reported that the patient did not want a replacement procedure to be performed. There were no patient anatomical factors that contributed to the elevated gradient.

Manufacturer narrative:
Updated data: b1. B5. H1. The original information indicated the event was a serious injury. Additional information indicates that intervention was not pe rformed/required. The event is now a reportable malfunction. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.